Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that while using the curved knotless fibertak guide and an 1.8mm flexible drill bit, the surgeon drilled for the anchor and cycled the drill as recommended. During insertion of the anchor ar-3638 knotless fibertak, it would implant part way in and then stop 1 cm short of full insertion, not seating completely. The surgeon continued to mallet the inserter and the tip of the inserter broke off in the glenoid. The broken fragments was retrieved as the surgeon pulled out the anchor. A new knotless fibertak was opened but it could not be inserter as it was short 1 cm, like the previous anchor. This time, surgeon did not attempt to mallet it down, instead it was remove. Three more anchor were successfully implanted after that using a straight drill and guide. It was then noticed that the flexible drill that was used previously, had slipped in the drill chuck and was not drilling appropriately, short of 1 cm. This was discovered during a shoulder instability procedure on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the inserter tip is broken and bent. The length of the inserter shaft was measured and found to be 9.4". The approximately 0.5" that was broken off was not returned for investigation. The cause of this remains undetermined.